Event description:
New information received noted that the implantable cardioverter defibrillator exhibited more post-paced t-wave over-sensing.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed post-paced t-wave over-sensing on the implantable cardioverter defibrillator. Programming changes were discussed; no intervention was performed. The patient was in stable condition.